Event description:
The lemaitre valvulotome could no longer be closed. It was reported metal threads are visible on the head. The blades became unable to close. No injury reported to the patient. The patient is doing fine.

Manufacturer narrative:
We have received the complaint device for evaluation and confirmed the reported incident. When the green handle was pulled to close the blades into its retainer slot one of the blades was protruding out of the retainer slot and didn't sit properly on the slot. No damage to the blade was found. We observed that the blade was inclined outwards, preventing it from properly inserting into its retainer slot. Previous investigations into this issue have found the failure was determined to be centering hoop to wire welding error along with operator adjustment error. During the welding process, this centering hoop was likely not properly aligned against its retainer slot. The blade process includes manual manipulation of each blade by the operator. Operator errors are possible due to the manual nature of the adjustments. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot. CAPA 2022-025 was opened to further investigate this issue.